Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double roller pump. The incident occurred in (B)(6). Serial read-out of the involved pump was provided and analyzed. During the day of the event an error code was found stored in the pump microprocessor. The registered error code can be caused by a defective pump resolver. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during cardioplegia delivery, a s5 double head pump stopped. There was no patient injury.

Manufacturer narrative:
H10: the entire pump head, where the resolver is located, was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was shipped back to the customer and returned to service.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
The pump was requested back to the manufacturer site for investigation. During the performed test, an error code associated to an over-current was displayed on the s5 control display module and after some minutes the pump completely stopped, confirming the issue reported by the customer. Taking into account all the above facts, the root cause of both the error codes (the one detected in the pump serial read-out, and the other detected during the investigation at manufacturer), was traced back to a defective pump resolver. The unit was shipped to the technical department in order to be repaired and checked before being shipped back to the customer in its expected function.